Event description:
On (B)(6) 2017 lfc (con, hcp): additional information was received from a consumer via the healthcare professional indicating the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their first implantable neurostimulator (ins) was defective and that they experienced a shocking sensation with it after (B)(6) 2005. It was stated that when they would drive down the highway and pass a cell phone or microwave tower they would "get hit across the top" of their head. The patient also experienced a shocking sensation through their shoulder. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.